Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329, (lot: 0013231187); product type: 0195-heart valves; product ID: d-evolutfx-2329, (lot: 0013411267); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an attempted transcatheter aortic valve implantation using the evolut fx+ 23 transcatheter aortic valve, a fluoroscopy check was performed and was reported as ok, but a good valve position could not be achieved and the valve did not expand nicely. Three full recaptures were performed, after which the entire system was retrieved due to the unsuccessful deployment attempt. A balloon aortic valvuloplasty was then performed using a 20 mm balloon. A new transcatheter aortic valve and a new delivery catheter system were loaded and used, and the subsequent implantation was completed successfully without problems and with a good result. No patient complications have been reported as a result of this event.